Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture, oversensing, and undersensing were noted on the right ventricular (rv) lead and right atrial (ra) lead. It was confirmed the rv and ra leads were dislodged in the superior vena cava. The rv and ra leads were explanted and replaced. The patient was stable. Related manufacturer report number: 3006705815-2020-33326.